Event description:
It was reported that during an atrial fibrillation (afib) procedure, there was no communication between the workstation and the piu. The physician did not want to let the patient wait for new workstation that long considering the fact that the patient already had back pain so patient could not be treated and had to come back in (B)(6) 2014 for ablation. The patient was under local anesthesia and the procedure was being performed in the left atrium. A transseptal puncture was performed prior to the case cancellation. The physician did not consider cancelling the procedure caused a potential risk to this patient.

Manufacturer narrative:
(B)(4).